Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the right ventricular lead exhibited an impedance of greater than 2000 ohms. The lead was disconnected and reconnected, the impedance was normal. The physician decided to explant and replace the pulse generator to be safe.